Event description:
Clinical adverse event received for increased swelling to right knee. Event is not serious and is considered mild. Event is possibly related to procedure. Event is not related to device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).